Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Inner packaging had a hole in it.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon ps fem component, cemented was reported. The event was confirmed. Method & results: device evaluation and results: the outer blister was not returned with the rest of the packaging. The tyvek lid had a small tear near the seal area. A discussion with the mar group, concluded based on a visual inspection, using a microscope the direction of the tear could not be determined. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded by visual inspection that the tyvek inner lid had a hole. A sales rep determined there was no issue with the carton or outer blister and the damage to the inner tyvek was likely due to the handling of the device in the ER. A discussion with the mar group, concluded based on a visual inspection, using a microscope the direction of the tear could not be determined. The direction of the tear was investigated to determine if and what part of the packaging could potentially have damaged the tyvek inner lid.

Event description:
Inner packaging had a hole in it.